Manufacturer narrative:
Manufacturer narrative: the reason for this complaint was reported as hex head is worn out. The possible time in service of the screwdriver is 7.6 years. This event occurred during surgery near the patient. The healthcare professional indicated this as a significant adverse event. There was another suitable device available, the incident did not cause a delay in surgery and the surgery was completed as intended. The instrument was not inspected prior to surgery. The hex head of the screw driver is worn out. The reported condition could possibly be a result of heavy use, misuse, wear and care must be taken to avoid compromising their performance, refer to the IFU. A review of the device history record (DHR) revealed, when released for use, the items met design and manufacturing requirements. Complaint database review showed previous complaints but there were no indications that this instrument has a design or material deficiency. There had been three previous complaints against the reported lot number. Summary of complaints: 5 functional, 52 dull/worn, 1 locking mechanism damaged, 10 threads damaged/galled, 1 bent, 6 broke/cracked/damaged, 2 wear/excessive wear, 1 end of life and 13 blank. The root cause of this event is attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction or issue. There are no indications that this instrument has a design or material deficiency therefore no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue. Surgical instruments condition can be determined while being used for its intended purpose. The replacement of surgical instruments due to normal wear and tear does not indicate a product deficiency, failure or issue. No further action is deemed necessary at this time.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
Instrument failure - the hex head is worn out.